Event description:
It was reported the patient was experiencing withdrawal symptoms (unspecified). The device pocket was swollen. The physician suspected a catheter pump connector disconnection. No rotor study or dye study was performed. The patient was scheduled for a revision in 2008. During the revision, it was noted the connector was leaking at the pin connector site. The physician reported the patient is very active their wheelchair and transfers are very vigorous. The drug used in the pump is compounded baclofen. The catheter connector was replaced. The patient recovered without sequela.

Manufacturer narrative:
The catheter connector (model 8578) was returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete. The device is included in the medical device safety alert, proper connection of sutureless connector intrathecal catheters, physician communication (june 2008).

Manufacturer narrative:
Final catheter analysis revealed that the following segments were returned: a 7.8 centimeter sutureless connector, the pin connector and a 2 millimeter segment; 1.4 centimeter segment. The catheter was received with the strain relief shroud detached from the pin connector initially, the sutureless connector was occluded with dried blood. The segment was cut to determine the location of the occlusion in order to flush with bleach solution through the inner diameter. A hole was noted in the 1.4 centimeter segment corresponding to the area where the metal pin of the connector would have ended when the segments were attached. The 1.4 centimeter segment matched up with the 2 millimeter segment that was still attached to the pin connector. Final device analysis revealed a hole in the catheter.